Manufacturer narrative:
Sections with additional information as of 27-aug-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: this complaint event took place outside of the united states (australia).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Note 2: this complaint event took place outside of the united states (B)(6).

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 5.8, 7.4 and 6.1mmol/l. The customer¿s expected fasting blood glucose test result range is 4.3-5.3mmol/l. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 5.4mmol/l and 4.7mmol/l using true metrix air meter; customer was satisfied with the results obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/31/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).